Manufacturer narrative:
Lot number was identified, so has been updated in this report. Additionally, the corresponding expiration date and date of manufacture have been included. B5 was updated as the customer reported an additional false positive result. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review review of the customer data found that there is no indication that the software or alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 is performing outside of established design performance specifications. Customer result logs were reviewed. Run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displayed a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for the sample ids in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amplification kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and components. This CAPA review did not identify any existing internal issues or nonconformances that are related to the reported complaint. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Event description:
An additional sample was added to the ticket which will be addressed in MDR 3005248192-2022-00641.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they are fully vaccinated and are asymptomatic. There was no report of any impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.